Manufacturer narrative:
The device will not be returned for investigation. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00175, #3013450937-2021-00176, #3013450937-2021-00177, #3013450937-2021-00178, #3013450937-2021-00179, #3013450937-2021-00180, #3013450937-2021-00182, #3013450937-2021-00183.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The following parts were removed and revised: resurfacing femur axial pin, tibial hinge component, tibial poly spacer. The following parts remain implanted from the original eleos surgery which took place on (B)(6) 2021: 2 tibial block augments, resurfacing femur, cemented stem extension (18mm x 100mm), cemented stem extension (16mm x 65mm), and tibial baseplate. The surgeon performed a washout and administered antibiotics. No further information was made available.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6)2021 due to an alleged infection. The following parts were removed and revised: resurfacing femur axial pin, tibial hinge component, tibial poly spacer. The following parts remain implanted from the original eleos surgery which took place on (B)(6) 2021: 2 tibial block augments, resurfacing femur, cemented stem extension (18mm x 100mm), cemented stem extension (16mm x 65mm), and tibial baseplate. The surgeon performed a washout and administered antibiotics. No further information was made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4114: device not returned h6: type of investigation code updated to 4117: device not accessible for testing h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 213: no device problem found h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.